Event description:
It was reported that the device was found in backup mode following an MRI. The device was not programmed to MRI settings prior to the MRI. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. Additional information was requested but was not available.